Event description:
It was reported that during routine follow up, an increase in pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.